Manufacturer narrative:
Device 17 of 37. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
The end user reported that thirty-seven wafers had an off-center precut opening. She did not note down the lot numbers for them. She used all of the product and experienced leakage anywhere from a few hours to few days and her normal wear time was 5-7 days. There was no physical harm reported and also denied any stoma or skin damage. She reported that she had an emotional harm from waking up wet on multiple occasions and lack of security with the product.